Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that when the site was setting up a new pump, as soon as the self-tests had finished the pump had displayed "stopped," and the double beeping had begun and persisted. Upon pressing start, the pump had read "no disposable pump won't run." Troubleshooting steps had already been attempted, including removing and replacing the cassette and powering the pump off and on, but the alarm had continued. The site had not had another pump to try. The last option of using a completely new cassette had been explained. Settings had not been obtained. The event occurred while in use with a patient, and the patient had not been affected.

Manufacturer narrative:
H2) correction: h3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.